Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed include the patient's unique anatomy, and related comorbities. There are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a medical personnel that the patient was admitted from home on (B)(6) 2016 with complaint of melena. On admission, hgb 9.5 (down from 12.0 on (B)(6) 2016). The patient's inr was 3.2 on admission. No transfusion was required. Colonoscopy on (B)(6) 2016 showed active oozing in the cecum; three clips were placed. Of note, this is the same area of a previous bleed previously reported in a separate complaint. The patient was given an anticoagulation/antiplatelet "holiday" for 2 weeks. The site plans to restart warfarin/asa on (B)(6) 2016. He was also started on monthly octreotide im injections. The patient was discharged to home on (B)(6) 2016 and to date is doing well with no further bleeding complaints.